Manufacturer narrative:
Data analysis performed by staar (B)(4) determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product.(B)(4).

Manufacturer narrative:
(B)(4): device evaluated by the manufacturer? Was not returned. (Unable to confirm complaint) based on the complaint history, a specific root cause of the event could not be determined.(B)(4): device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 13.0d preloaded injector. When handling the device, the rod surpassed the lens. Implantation of the lens was canceled. There was no patient contact and the cause of the incident is unknown.